Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged the battery cap was undamaged and secured to the pump per the instructions for use. The reporter confirmed that the yellow o-ring of the battery cap was visible when secured to the pump. The reporter denied damage to the pump or moisture in the pump. The reporter stated the intermittent power issue does not occur during or immediately after a battery change. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the black box data and pump alarm history did not reveal any power on reset events. The returned battery cap was intact and secured properly to the pump. The pump powered on normally and was exercised for 12 hours without any interruption in power and no alarms or warnings. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the device was found to be operating as intended without malfunction.